Manufacturer narrative:
(B)(4); unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Well and discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Are we please also able to change the product code as I was initially told this was an ats45nk but it is in fact an ats45.

Event description:
It was reported that during an unknown procedure, misfire of (B)(4) from facility. The customer has no further information for me at the moment, neither did they keep the devices, but they are looking into the batch numbers, and dates of the events. All I know is that the patients were not affected other than the length of surgery, by the events, and new devices were opened. I will forward on relevant information to help when I receive it.